Event description:
It was reported by svc report that the fowler was stuck and could not be lowered to the flat position. The customer repported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bearing support. Issue was resolved for the customer by sending the bed back to stryker medical for repairs to replace the fowler litter section on the bed and providing a replacement.